Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure and an accunet embolic protection device was deployed in the left internal carotid artery. The acculink stent system was advanced into the patient anatomy and the stent was deployed. Post procedure, the patient was noted to have mental changes, garbled speech and right-sided weakness. Computed tomography, performed on (B)(6)2011, revealed a stable lacunar infarct and magnetic resonance imaging (MRI) performed on the same date revealed no evidence of an acute ischemic event. MRI performed on (B)(6) 2011, revealed an area of increased diffusion consistent with a small infarct and ischemia was suspected. Carotid ultrasound performed on (B)(6) 2011, revealed a widely patent stent. A stroke was diagnosed and heparin was administered. The patient remained hospitalized and was discharged to an acute rehabilitation facility on (B)(6) 2011. The patient remained hospitalized as a rehabilitation patient and continued to improve. The patient was discharged to home on (B)(6) 2011. Upon discharge, the patients dysphasia, mental changes and right sided weakness had resolved. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Bivalirudin, embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (hemorrhagic stroke) and ischemia are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.